Event description:
It was reported that occlusion alarms occurred. During the event, there was no adverse impact on the customer¿s blood glucose level. The customer changed out all supplies, and then resumed insulin.